Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 1 ,200 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient¿s pump eroded through the skin. The patient developed an infection and the skin around his pump incision separated exposing the pump. The environmental, external, or patient factors that may have led or contributed to the issue were noted to be that the patient was paraplegic; he tossed around on his stomach; and the location of the pump was making it so that he would often knock the pump against a hard object as he twisted and turned. The hcp removed the pump that had eroded through the skin and implanted a new pump in the patient¿s posterior removing the old pump segment of the catheter and implanting a new pump segment to attach to the new pump in its new location. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.